Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent (2.25mm x 30mm) to a calcified lesion in the lcx with 80% stenosis in a tortuous and calcified vessel but the device could not pass the lesion. Physician removed device and used another one to complete the procedure. The physician then attempted to use the stent in the lad with 80% stenosis but it dislodged at the lesion site, however not completely covering the lesion. The dislodged stent was post-dilated. The patient is reported to be good and no clinical sequelae were reported. Image review summary: the procedural images confirm the tortuous and calcified nature of the lcx and lad vessel. There are no images capturing the attempted delivery and withdrawal of the endeavor resolute device in the lcx. The successfully deployed stent is visible in the lcx lesion. The images do not capture the attempted delivery of the endeavor resolute device and subsequent stent dislodgement in the lad. The stent appears to have dislodged proximal to an acute bend in the vessel. The proximal segments appear to be deformed suggesting that they may have hit off the guide catheter tip as the device was retracted in the vessel. The images show the stent post deployment; the proximal end of the stent appears darker indicating that a shorter stent was deployed inside the stent to support these segments. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology - 80% stenosis, calcified lesion and tortuous vessel). Related to another drug/device (dislodgement is possibly related to the interaction of the proximal stent segments with the tip of the guide catheter). No results available since no evaluation performed (device not provided for review). (Device not returned for evaluation). Evaluation conclusions: inherent risk of procedure ¿ (failure to deliver stent and dislodgement). Device failure/lack of effectiveness related to patient condition (lesion morphology - 80% stenosis, calcified lesion and tortuous vessel). Related to operational context (dislodgement is possibly related to the interaction of the proximal stent segments with the tip of the guide catheter). (B)(4).